Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product addrs1 implantable pulse generator, implanted: (B)(6) 2013; product ID 407645 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had lost capture and was revised. During the lead revision procedure the pacemaker device longevity was estimated to be at the early replacement indicator (eri). It was noted that the device had switched to full outputs and the longevity estimation for the device was calculated based on the full output settings. The device was replaced and returned for analysis. No patient complications have been reported as a result of this event.